Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have cracked clamping pulley(s) on input axis #5 (pitch). The crack(s) resulted in loss of tension of the corresponding pitch cable(s). Additional observation(s) not reported by site: the instrument was found to have a loose pitch cable at the grip hub. Common causes of cracked instrument clamping pulleys are attributed to improper cleaning or sterilization techniques used during reprocessing, which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.